Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was high purge pressure and purge flow alarms. The team troubleshot by infusing tissue plasminogen activator to the purge. Within hours the cp pump stopped. The pump was explanted.

Manufacturer narrative:
The investigation for the reported high purge pressure and pump stop issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that data logs showed that the purge pressure gradually increased over the course of about one hour until it exceeded 1100 mmhg, triggering the "purge pressure high" alarm. There was no heparin in the purge at this time. The purge pressure remained at that level for the remainder of support with frequent alarms. Following the initial occurrence of the high purge pressure, there was a steady rise in motor current (with no change in p-level) until the pump suddenly stopped upon the sudden occurrence of the "impella stopped - motor current high" alarm about one hour after the onset of the high purge pressure. Visual inspection of the returned pump revealed the presence of significant amounts of biomaterial in the purge gap. The catheter was cut open and blood was observed in the purge lumen. No other abnormalities were found. Therefore, it was determined that the cause of the pump stop was blood ingress into the motor, which stemmed from high purge pressure due to biomaterial occluding the purge gap. The lack of heparin in the purge most likely led to the biomaterial buildup. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.